Event description:
Pt had returned for refill and alarm occurred. Pt was monitored over the next few weeks by pump interrogation and alarm occurred erratically. Pt developed withdrawal symptoms and condition reverted to pre pump implant. Pt's pump was replaced. Pt is doing well with the new pump.